Manufacturer narrative:
(B)(4). The set has been received and the eval is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Vague report received from sales rep that part of the tubing split. Unk if the issue was identified during priming or while on a pt. Multiple attempts made to obtain add'l pt info, unk if pt harm or medical intervention was required. The customer stated that no further pt or event details are available.